Event description:
It was reported the patient had an infection and the system was explanted. About four days later, it was clarified that the infection was at the implantable neurostimulator site. It was unknown if cultures were done. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0d0e0, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).